Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2016 - patient was diagnosed with umbilical hernia thereby underwent laparoscopic repair with implant of ventralex mesh. Per op notes, ¿the hernia defect was noted and its little bigger and were reduced. A ventralex mesh was placed and sutured. The mesh was then tacked circumferentially.¿ (B)(6) 2020 - patient was diagnosed with recurrent ventral hernia and abdominal pain thereby underwent open repair with excision of ventralex mesh and implant of synthetic mesh. Per op notes, ¿old mesh was encountered. Old mesh with sutures and tacks were excised entirely. The hernia was noted and reduced. Bilateral flaps were raised. A synthetic mesh was placed and secured using sutures.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog number, UDI), d.6b, g3, g4, g6, h2, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex on (B)(6) 2016. As reported, the patient is making a claim for an adverse patient outcome against the ventralex. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted.